Event description:
It was reported that a patient underwent a posterior spinal fusion at l4-5 for discogenic back pain, as well as an anterior subtotal discectomy, l4-5; anterior lumbar interbody fusion using ltcage and bmp. The patient reportedly did well initially; however, it was reported in additional office visits that the patient continued to have pain in the lower back, radiating pain, numbness and tingling in the right lower extremity, weakness in the lower extremities, neuropathy, fluid collection, possible hematoma, spondylosis, stenosis, radiculopathy. On (B)(6) 2003 ¿ patient presented to surgery status post posterior spinal fusion l4-5 for discogenic low back pain. With persistent discogenic low back pain. Patient underwent a procedure for anterior subtotal discectomy, l4-5; anterior lumbar interbody fusion using ltcage and bmp. Post-operative notes indicate the patient initially did well and noted improvement in the pain level in her lower back. Additional office visits indicate the patient continued to have pain in the lower back, radiating pain, numbness and tingling in the right lower extremity, weakness in the lower extremities, (B)(6) 2010 ¿ nerve conduction study/electromyographic study - diagnosis and summary: prolonged bilateral tibial h-reflex latencies may be indicative of a bilateral s1 radiculopathy vs, a peripheral neuropathy process. Clinical correlation is indicated; studies are consistent with the presence of a mild sensory motor peripheral neuropathy; there is no evidence of entrapment neuropathy. On (B)(6) 2010 ¿ MRI of lumbar spine conclusion: status post fusions of bodies of l4 and l5; there is a 3mm broad-based bony ridge at l4-l5 level indenting the anterior aspect of the thecal sac; there are hypertrophic changes at facet joints of l5-s1 level. On (B)(6) 2010 ¿ MRI of lumbar spine shows: patient is status post posterior fusion at l4-5; a focal fluid collection is seen within the posterior subcutaneous tissues, which is suspicious for postsurgical hematoma; the alignment is anatomic; there is no evidence of signal abnormality within the traversing or exiting nerve roots; there is no evidence of signal abnormality within the conus medullaris or cauda equine; the central cord ends at ti2-l t. On (B)(6) 2010 ¿ CT of lumbar spine shows: spondylosis of the lumbar spine; osteopenia; heavy vascular calcifications; l4-l5: moderate left neural foraminal narrowing secondary to residual 1-2 mm posterior disc bulge and facet joint hypertrophy; l5-s1: minimal to mild right and mild to moderate left neural foraminal narrowing secondary to 2-3 mm posterior disc bulge and facet joint hypertrophy. Vacuum phenomenon seen within the facet joints. On (B)(6) 2011 ¿ patient presented to surgery with lumbar spine radiculitis and post laminectomy syndrome. Patient underwent a procedure for: insertion of l5-s1 lumbar epidural catheter; epidurogram with interpretation; l5-s1 lumbar epidural local anesthetic and steroid injection. On (B)(6) 2011 ¿ patient presented to surgery with lumbar spine radiculopathy and postlaminectomy syndrome. Patient underwent a procedure for insertion of left l5 through s1 lumbar epidural catheter; epidurogram with interpretation; left l5-s I lumbar epidural local anesthetic and steroid injection.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.